Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failing downstream occlusion testing" was not reproduced. The device was sent for downstream occlusion testing at high, low and medium settings, with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensors no-tube out of specification. The force sensor no-tube requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the downstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.